Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that an as columbus rev fem.spacer dist.f4 5mm (part # nr464z) was to be implanted during a left knee revision procedure performed on (B)(6) 2021. According to the complainant, both the outer and inner packaging of the as columbus rev f femur cemented f4l (part # nr004z) (ref. MDR ID 9610612-2021-00656) had been cut through. Slits were identified toward the bottom of the packaging. Reportedly, a ten (10) to (15) minute procedural delay occurred and the size of the device has to be increased from four (4) to five (5). Additionally, the as columbus rev fem.spacer dist.f4 5mm (part # nr464z) had to be swapped out as a result of having to move to the next larger device size. The complaint device has been returned to the manufacturer for evaluation. A modified surgical procedure was necessary. The adverse event is filed under (B)(4) reference (B)(4). Associated medwatch-reports 9610612-2021-00656 ((B)(4) nr004z). 9610612-2021-00708 ((B)(4) nr464z).

Event description:
Correction: added patient harm "additional medical intervention necessary" an additional medical intervention was necessary. Associated medwatch-reports: 9610612-2021-00656 ((B)(4)- nr004z). 9610612-2021-00708 ((B)(4)- nr464z).

Manufacturer narrative:
Investigation results: visual investigation: the screw is no more fixed in the spacer as intended. The components were examined visually and microscopically with the digital microscope and the digital-camera. The screw is no more fixed in the spacer as intended. Both metal parts are now in contact and rub against each other. As a result of this smallest metal particles come loose and make the product unusable. The packaging (inner and outer sterile packaging) do not show any damage. The sealed seam of both sterile packages show also no damages. The outer sterile packaging shows 2 insertion points most likely caused by a staple. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a psc 2021-089 was created and the pra will be adjusted accordingly if required for this failure/error.